Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 522 mg/dl and ketones. Subsequently, the customer went to the ER. Suspected cause was due to the customer¿s settings requiring adjustments. Customer was treated with intravenous fluids of saline and insulin to address bg. The customer was released 4-5 hours later with the issue resolved and no permanent damage. Customer updated their pump settings to address the event.